Manufacturer narrative:
Calibration results were acceptable. Quality controls were mostly within range, but level 2 control was outside of range on (B)(6) 2022. Upon review of the alarm trace, no relevant alarm was observed. Upon review of the reaction data, the initial values of both samples showed reaction curves that suggested a reagent carryover. The extra wash cycles were not correctly implemented on the analyzer and were updated. Based on the provided data, a general reagent issue can be excluded. The investigation could not identify a product problem. The investigation determined the issue was consistent with a user error due to incorrectly implemented extra wash cycles.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 (creatinine plus ver.2) on a cobas integra 400 plus analyzer. Patient 1, measured on (B)(6) 2022: the sample initially resulted in a crep2 value of 100 ¿mol/l. The result was reported outside of the laboratory and did not match the patient's history. The sample was repeated, resulting in a value of 51 ¿mol/l. Patient 2, measured on (B)(6) 2022: the sample initially resulted in a crep2 value of 131 ¿mol/l, accompanied by a data flag. The result was reported outside of the laboratory and did not match the patient's history. The sample was repeated two times, resulting in values of 69 ¿mol/l and 68 ¿mol/l. The crep2 reagent lot was 635960 with an expiration date of 31-jan-2023.